Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is un progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer front clear housing is cracked and leaking on the side. Patient involvement is unknown.

Manufacturer narrative:
Device available for evaluation and evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection found a corroded drain fitting, bent micro switch, cracked tank cover, outdated printed circuit board (pcb) and outdated power switch. Functional testing confirmed the complaint when the device leaked water from the reservoir. A cracked tank cover was the cause of the leak. A root cause of the crack could not be determined. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.